Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported that the cutter was not cutting during a left eye retinal procedure. The reporter believes that the aspiration was working. The product was replaced and the procedure was completed. There was no patient harm. The product sample has been requested for evaluation.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One probe sample was returned for evaluation. The returned sample was visually inspected and deemed nonconforming. Foreign matter is on needle and needle is bent approximately 10 degrees. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 20 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance felt when removing the inner cutter from the needle. Inner cutter is slightly bent. Gouge marks at bend area, cutting edge, and sections on the inner cutter. The complaint evaluation does confirm the probe had a quality issue that resulted in the cutter not being able to function. The exact root cause of the poor cutting cannot be determined from this evaluation. The most likely root cause for the poor cutting is during the approximate 20 minutes of surgical use the inner cutter edge became damaged or had an incorrect cutter bend angle. Foreign material or other components within the probe may also impede the movement of the cutter shaft, causing poor cutter movement. How and when the foreign matter got onto the needle and how the needle became bent also cannot be determined from this evaluation. The most likely root cause is that the needle became bent and the foreign matter is due to the probe being used for approximately 20 minutes in surgery. The foreign matter on the needle, the bent needle, bent inner cutter, and the gouge marks observed at the bend area, cutting edge and sections on the inner cutter also supports it was not a manufacturing related issue. No specific action with regard to this complaint was taken by the manufacturing location because the exact root cause cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).